Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother stated that the customer had high blood glucose level. Customer's blood glucose level was 400 mg/dl at the time of incident. Customer's mother stated that the troubleshooting for high blood glucose level was not possible because the insulin pump was lost. The family was looking for the insulin pump for 45 minutes, it could not be found. The insulin pump will not be returned for the analysis.